Manufacturer narrative:
The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation's associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). The field service specialist (fss) visited customer site to perform the scheduled three (3) month preventive maintenance (pm) service and to investigate the patient chair dropping issue. Fss did troubleshooting of the chair. He measured chair height under chair where the lift jack is located in 30 minutes -chair moved 0mm in the locked position under laser. Fss unlocked not under laser moved 0 mm over the rest of the day. There was no visible damage to data cable between chair and laser. Under diagnostics screen for chair, moving chair light indicator not lit (as expected when chair joystick not operated). No issues detected and fss did not observe the patient chair dropping when under the laser. Fss performed the pm and carried out the star laser performance specifications check list. As part of the preventive maintenance, fss replaced the lens 2/l2 optic and washer to improve transmission from 25 percent to 28 percent and reduce refill from 1775 mb to 1677 mb. Fss calibrated helium regulator as it had drifted by 70 psi which is out of specifications of 5 percent between software and hardware and after calibration, it showed to be less than 1 percent difference and thus in specification. Fss, thoroughly investigated chair dropping issue over seven (7) hours with no trouble found. The system was found to meet all required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported the laser chair would very slowly go down as the patient was under the excimer laser. They said the movement was almost unnoticeable. No other information was reported.